Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the tab on the removal tool has been bent outward. Part of the tab's tip has also been sheared off. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3 anterior spondylolisthesis; and underwent minimal invasive transforaminal lumbar interbody fusion at l3-l4 and at medial side of l3. Intra-op, after percutaneously inserting pedicle screws to l3-l4 and cage to l3-l4 intervertebral disc space, the surgeon tried to perform compression using the ab compressor before final tightening. Compressor a was inserted on the left side of l4, and when compressor b was inserted on the left side of l3, it did not enter well. Although the surgeon hit it with hammer, the compressor could not be inserted well. Therefore, the compressor was removed from the tab using the hammer in the opposite direction. At the time of removal, the tab extender broke off at the connection part and came off together with the compressor b. The tab part of the extender that came off was broken off as well, and the operation was completed. It was unknown whether there were any patient complications.